Event description:
This is a spontaneous case report received from a female consumer of unspecified age consumer via regulatory authority (case# mw5043574) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 with lot number 789032. The consumer reported that her menstrual cycle instantly began getting heavier. Her cramps became unbearable after 2 years. She went to emergency room in 2015, which lead to a total hysterectomy due to her ovaries having multiple cysts causing the pain. She said that she never had these symptoms prior essure. She had a picture of the huge, bloody cyst covering her right ovary. Her doctor said to her that it was probably due to essure. On (B)(6) 2015, essure was removed. Follow-up information received on 20-aug-2015 - ptc investigation result: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and after 2 years, cramps became unbearable. In addition, she presented ovaries having multiple cysts / huge, bloody cyst covering her right ovary. These events are serious due to medical importance and required intervention. The event cramps is listed in the reference safety information for essure, while ovarian cyst is unlisted. Abdominal pain and cramps may occur during essure use. In this case, the consumer stated that cramps became unbearable 2 years after insertion. She went to emergency room and had hysterectomy due to her ovaries having multiple cysts (a huge bloody cyst was covering her right ovary). Although in this case her huge hemorrhagic cyst could be an alternative explanation for abdominal cramps, a contributory role of the device cannot be totally excluded. Therefore, causal relationship between unbearable cramps and essure use is assessed as related. Since essure removal was required (via hysterectomy) this case is regarded as incident. Based on the available information, there is no reason to suspect a quality deficit of the product. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 20-oct-2015: consumer was (B)(6). She had as previous surgery tonsillectomy. She uses tobacco, alcohol (unreadable), does not use drugs and does not exercise, has as previous pregnancies gravida 3 and para 2, had her last pap in 2012 (normal), has no history of sexually transmitted disease, is allergic to augmentin and has clinical history positive for uterine prolapse (second degree). Essure device was implanted on (B)(6) 2011. According to her, she had tried other forms of birth control in the past (pill, depo shot, mirena) and states that all that came with side effects such as weight gain, acne and mood swings. (In her medical records it was informed she could not take oral contraceptives due to depression or anxiety). Insertion was performed under general anesthesia and no complications occurred. Normal appearing intrauterine cavity was reported and both ostia were easily identified. Consumer reported that essure sounded like it was perfect for her. She went to the local fair the day after her procedure, it was that easy. Consumer used backup contraception after essure insertion and before total occlusion confirmation (not specified). On 2011, hysterosalpingogram was done and the result was normal (in place). As early as (B)(6) 2012 she started having symptoms: pelvic pain, heavier cycle, cramps, etc. She had an ultrasound done due to pelvic pain and nothing major was found (discrepant information) (according to ultrasound impression, the exam showed 2.2 cm cyst in the left adnexa), so she went on with life. As time went by, the pain got unbearable, she would wake up at 3 or 4 in the morning writhing in pain take 3-4 ibuprofen and hope it would get better. On (B)(6) 2013, consumer went on consult experiencing dyspareunia, hypermenorrhea, dysmenorrhea (an uterine infection/endometritis was suspected) and recurring bacterial vaginosis (bv). As history of present illness it was reported that consumer had mirena first and, after, essure. Pain started with mirena and then bv. She was presenting heavy bleeding x 7 changing pads 2-4 hours (gush in with clots). Pelvic exam and bimanual exam were performed and extremely tender cmt (as reported) cervix was noted. Physician requested complete blood count, cultures gbs, z pack non (as reported) and (unreadable) cultures. On the same day, gynecological ultrasound was performed due to menorrhagia and, in the overall impression it was reported that uterus was a little heterogeneous and a normal follicle was on the left. Endometrium thickness was 9.4 mm. Essure coils were noted in normal position. The pain got so bad early (B)(6) 2015 she woke up at 3 in the morning to unbearable pelvic pain, mostly left side ovary area, and upon standing blood gushed down her legs. She went to her local emergency room and states that, the whole time; she was thinking it was her uterus. In emergency provider report on (B)(6) 2015, it was written that consumer had sharp suprapubic pain and vaginal bleeding just prior to arrival; her pulse was 99 and temperature 97.9. Physical examination showed an abnormal uterus (tenderness) and no active bleeding. Clinical impression was dysfunctional uterine bleeding; she was discharged on the same day. She followed-up with her gynecologist and found out it was not her uterus but her ovary and states that there was a huge cyst on it and was causing the pain. On (B)(6) 2015, a gynecological ultrasound was done due to menorrhagia and suspect fibroids. Report summary revealed a heterogeneous uterus (and this might represent adenomyosis in the right clinical context). The right ovary contained a hemorrhagic cyst/follicle and normal follicles. Left ovary was unremarkable. Endocervical/vaginal cytology on this day was negative for intraepithelial lesion or malignancy. A high risk human papillomavirus was detected. Consumer was scheduled for hysterectomy. Prior to surgery her doctor explained what he was going to do and what to expect. He informed that he would see if she could keep the one ovary, so she would not have to take hormones. (Consumer did not want to lose both ovaries and be on hormones until menopause time). As of (B)(6) 2015 she had a complete hysterectomy (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy and bilateral oophorectomy) at (B)(6) of age. Operative report mentioned a 3cm hemorrhagic appearing cyst on the left ovary; right adnexa was negative. Physician decided to take out both ovaries because of continued pelvic pain (according to the discussion consumer pain was mainly in the right side, but the pathology was on the left). A small amount of bleeding, probably arterial from a small artery in the left uteri pediculus, occurred. It was grasped and a suture was placed. Hemostasis was adequate. The patient was taken to the recovery room in satisfactory condition. Estimated blood loss was 200 ml. Pathology report showed benign corpus luteal cyst, follicular cysts and endometrium was negative for hyperplasia or malignancy. Consumer reported two weeks recovery time off work and forever on some hormones. She has recovered from her symptoms/pain. On (B)(6) 2015 she had a 4 weeks postoperative visit. She does feel that the essure device had a lot to do with, if not all to do with her pain and eventual hysterectomy, with the loss of both ovaries. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who was submitted to a hysterosalpingo-oophorectomy approximately 4 years after essure (fallopian tube occlusion insert) insertion. She had cramps/ pelvic pain (mostly in left side ovary area); multiple cysts in ovaries (huge, bloody cyst covering right ovary/ haemorrhagic cyst/follicle) and vaginal bleeding (diagnosed as dysfunctional uterine bleeding). During the surgery she had a small amount of bleeding. Only ovarian cyst is unlisted in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had a hemorrhagic ovarian cyst (reported in ultrasound as right side and during surgery as left side) which could be an alternative explanation for her pain. However, a contributory role of essure in consumer's pain and bleeding cannot be totally excluded. Thus, the events were considered as related to the suspect insert. The reported ovarian cysts were considered as unrelated to essure, given the local action of the device in fallopian tubes. Since device removal was required; this case is regarded as incident. Additionally, during follow-up physician suspected an endometritis/uterine infection (limited information available about this event, so causality with essure cannot be assessed) and consumer had weight gain, acne, mood swings and abdominal pain with a previous mirena (levornorgestrel). The technical assessment concluded unconfirmed quality defect.